Event description:
The customer reported accuracy issues with the device. No patient impact or consequences were reported. Per the reported issue, during opening of the sternum there was no value measurement of o3 for 1 minute. After that the r 37% and l 17% delta of 20% between l and r. Delta remains the same for 15 minutes than decreases to 10% for 10 mins. After that gradually increasing of delta again where l goes down to 0% and right to 30%. During procedure the values remain low r 40% and l 20-30%. Medical management was adjusted accordingly to o3 values, more inotropes were given. Temp during surgery 35-36 degrees celsius.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The module was placed in the test fixture and measurements were obtainable on channel 2 only. The obtained measurements were continuous with cable and connector manipulation and the recorded values were consistent with a known good module. Internal inspection showed contaminant on the female mating pin of the module. The customer complaint was not duplicated however the presence of the contaminant is a possible root cause of the reported complaint. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported accuracy issues with the device. No patient impact or consequences were reported. Per the reported issue, during opening of the sternum there was no value measurement of o3 for 1 minute. After that the r 37% and l 17% delta of 20% between l and r. Delta remains the same for 15 minutes than decreases to 10% for 10 mins. After that gradually increasing of delta again where l goes down to 0% and right to 30%. During procedure the values remain low r 40% and l 20-30%. Medical management was adjusted accordingly to o3 values, more inotropes were given. Temp during surgery 35-36 degrees celsius.